Manufacturer narrative:
This item is not distributed in the united states; however, aesculap implant systems does distribute similarly packaged items. No adverse events have been reported by u.s customers due to similar packaging inconsistencies. Product eval: when opening the packaging, we have found that the distal end of the packaging has a damages primary and secondary sterile packaging at a width of approx 2 cm. The inside the primary packaging has scruff marks that indicate that the product moved inside the packaging. The product history was previewed. The documentation does not show any deviations. No further complaint of products of this batch have been reported. Therefore a systematic error can be excluded. Due to the damages we assume that the breakage of packaging was caused during transportation. The product was mfg in june 2009. We do not have any info about how often the product was transported. In the meantime the packaging process was validated to ensure a firmer fixation of the shaft inside the packaging. The product was mfg prior to this validation.

Event description:
Country of complaint: (B)(6). According to customer complaint: "there were hole in the primary package. The hole occurred by own product, affecting their sterility. That was observed during the procedure and caused inconvenience to surgery." No injury was reported. Delay time is unk.